Manufacturer narrative:
Resmed has requested for the device to be returned, so that an investigation could be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. When more information is available, a supplemental report will be submitted. Per the stellar user guide, (contraindication): the stellar is contraindicated in patients who are unable to endure more than brief interruptions in ventilation. The stellar is not a life support ventilator. (B)(4).

Event description:
It was reported to resmed that a nurse found a patient expired with the air tube disconnected from the stellar device. The device was in operation when the nurse found the patient.